Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during implantation of the rayone aspheric rao600c there was fast expulsion of the iol from the injector resulting in capsule rupture. An anterior vitrectomy was performed and the lens was explanted within the original surgery session. The device has not been returned to rayner, it is presumed to have been discarded by the healthcare facility following explant. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The speed of injection can be an influencing factor in cases such as this. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner". A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 121182254.

Event description:
On 14th june 2023, rayner received notification from a (B)(6) facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during implantation there was fast expulsion of the iol from the injector causing capsule rupture.